Manufacturer narrative:
On (B)(6) 2018 I spoke with the dealer (B)(6) of (B)(6) to gather additional information about the incident and to get clarification to the story. (B)(6) stated that the end user did not make any allegation of malfunction or defect against the wheelchair or the positioning belt. He said that she reported to him that she slipped from out of the positioning belt when the incident occurred. It is likely that she had the positioning belt set too loosely. (B)(6) also mentioned that the end user has a habit of doing "wheelies" on her chair which could be the likely cause of her fall from the chair. The dealer stated the positioning belt will not be returned as there was no defect or malfunction found. Sunrise medical has determined, with this additional information, this incident to be accidental. The MDR is being filed to report the alleged injury only. No further investigation will be performed by sunrise medical at this time.

Event description:
Per dealer (B)(6), the end user allegedly went down a sidewalk road, hit a bump slipped through the seat belt and fell out of the chair. The end user stated to (B)(6) that she broke her leg in multiple places and did receive medical attention. (B)(6) stated that the story the client has told him about how she was injured didn't make sense.